Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient admitted to accidentally had a double disconnect event in the past but does not recall the exact date that it occurred. It was noted that it is unclear whether the loss of power was due to a device malfunction.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that 4 more low flow alarms occurred since. It was stated that " they attribute the low flow alarms due to the patient small lv cavity size. The patient volume status is normal. An echocardiogram was performed and shows right atrial pressure was intermediate at 8mmhg. No further information will be made available.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two hundred and thirty-six (236) low flow alarms logged since (B)(6) 2025. Review of the log files also revealed five (5) motor start events, recorded on 19/apr/2023 at 19:41:21, on 03/may/2023 at 05:41:44, on 13/may/2023 at 15:13:19, on 06/jul/2023 at 14:38:29 and on 15/jan/2024 at 09:32:07, in which the motor start parameters were atypical. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events with associated pump start events logged on 06/jul/2023 at 14:38:21 and on 15/jan/2024 at 09:32:02. Various parameters, including time, patient ID, and pump ID were programmed prior to the first controller power-up event, indicating that the initial controller power-up event occurred during the initial programming of the controller and/or a controller exchange. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data points covering the losses of power were not available. The controller was without power for ten (10) seconds during the loss of power on (B)(6) 2024. Additionally, review of the log files associated with (B)(6) revealed a controller power-up event with an associated pump start event logged on 12/jun/2025 at 14:31:10. Various parameters, including time, patient ID, and pump ID were programmed prior to the power-up event, indicating that the initial controller power up occurred during the initial programming of the controller and/or a controller exchange. Review of the log files associated with (B)(6) revealed three (3) vad disconnect alarms logged on (B)(6) 2025 at 09:10:46, at 09:12:50, and at 09:15:04, immediately following controller power-up events, indicating that the controller was powered up without the driveline connected. As a result, the reported atypical motor start parameters, low flow, and loss of power events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. The most likely root cause of the first controller power-up event associated with (B)(6) can be attributed to a controller exchange, as described in the event details. The most likely root cause of the second controller power-up event associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline conne cted. Based on the available information, the most likely root cause of the controller power-up event associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2023 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 16-sept-2022 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic visit, the ventricular assist device (vad) logs indicated two instances of abnormal motor starts and low flows associated with the vad. The first abnormal motor start was linked to a previous controller exchange, while the cause of the second instance was unknown. The clinic submitted the vad logs for further analysis, and it was noted that during the second motor start, the vad initiated on the first attempt with normal w and v levels, but the current was slightly elevated at 8.32a. It was suspected that an unintentional double power disconnect might have contributed to the event. The vad and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision of the product event summary. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as both devices remain in service. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed 201 low flow alarms logged since (B)(6) 2025. Review of the controller log files also revealed two (2) motor start events, recorded on (B)(6) 2023 at 14:38:29 and on (B)(6) 2024 at 09:32:07, in which the motor start parameters were atypical. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events with associated pump start events logged on (B)(6) 2023 at 14:38:21 and on (B)(6) 2024 at 09:32:02. Various parameters, including time, patient ID, and pump ID were programmed prior to the first controller power-up event, indicating that the initial controller power-up event occurred during the initial programming of the controller and/or a controller ex change. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data points covering the losses of power were not available. The controller was without power for ten (10) seconds during the loss of power on (B)(6) 2024. Additionally, review of the log files associated with (B)(6) revealed a controller power-up event with an associated pump start event logged on (B)(6) 2025 at 14:31:10. Various parameters, including time, patient ID, and pump ID were programmed prior to the power-up event, indicating that the initial controller power up occurred during the initial programming of the controller and/or a controller exchange. Review of the log files associated with (B)(6) revealed three (3) vad disconnect alarms logged on (B)(6)2025 at 09:10:46, at 09:12:50, and at 09:15:04, immediately following controller power-up events, indicating that the controller was powered up without the driveline connected. As a result, the reported atypical motor start parameters, low flow, and loss of power events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. The most likely root cause of the first controller power-up event associated with (B)(6) can be attributed to a controller exchange, as described in the event details. A possible root cause of the second controller power-up event associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connected. Based on the available information, the most likely root cause of the controller power-up event associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as they remain in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed 102 low flow alarms logged since (B)(6) 2025. Review of the log files also revealed two (2) motor start events, recorded on (B)(6) 2023 at 14:38:29 and on (B)(6) 2024 at 09:32:07, in which the motor start parameters were atypical. Additionally, review of the event log file revealed two (2) controller power-up events with associated pump start events logged on (B)(6) 2023 at 14:38:21 and on (B)(6) 2024 at 09:32:02. Various parameters, including time, patient ID, and pump ID were programmed prior to the first controller power up event, indicating that the initial controller power-up event occurred during the initial programming of the controller and/or a controller exchange. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data points covering the losses of power were not available. The controller was wit hout power for ten (10) seconds during the loss of power on (B)(6) 2024. As a result, the reported atypical motor start parameters, low flow, and loss of power events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. The most likely root cause of the first controller power-up event can be attributed to a controller exchange, as described in the event details. A possible root cause of the second controller power-up event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. D1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.